Event description:
The customer biomedical engineer (biomed) reported their philips intellivue information center (piic) sporadically froze, failed to start, and did not record data. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer biomedical engineer (biomed) reported their philips intellivue information center (piic) sporadically froze, failed to start, and did not record data. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.